Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the embolization cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported in the article, "embolized transcatheter aortic valve replacement diagnosed with transesophageal echocardiography and a novel management strategy using a thoracic endovascular aneurysm repair stent", during a tavr procedure with a 26mm sapien 3 valve, the valve was successfully implanted, and both tee and an aortogram confirmed that the valve was well-seated with only trace paravalvular regurgitation, so the delivery system was removed. However, subsequent tee imaging revealed that the valve had embolized into the left ventricular outflow tract obstructing the mitral valve and preventing the anterior mitral valve leaflet from opening. The team decided to attempt to retrieve the tavr valve by passing wires through the open frame stent of the valve. Using small peripheral balloons, the device was removed from the ventricle into the ascending aorta and then down the descending aorta. Once in the descending aorta, the valve could not be oriented correctly and remained turned sideways in the descending aorta. The team then decided to push the dislodged valve to the side while it was positioned just above the mesenteric vessels. A dry seal sheath was advanced beyond the valve, and a balloon was inflated on the other side to help flatten the device then a stent was positioned and deployed securing the valve in the descending aorta. Balloon angioplasty was performed afterward to ensure the full expansion of the stent. Angiography confirmed the preservation of mesenteric vessels and the absence of any aortic injury, which was also verified with tee. A new 29 mm sapien 3 valve was successfully implanted. Tee confirmed that the new valve was properly positioned, with no evidence of paravalvular regurgitation and no injury to the mitral valve. The patient's hospital stay was complicated by dysphagia and aspiration requiring the placement of a percutaneous gastrostomy tube. The patient was discharged from the hospital on postoperative day 8 with a close follow-up scheduled. Unfortunately, the patient suffered a stroke a few months after the procedure and did not survive. The cause of the stroke is unknown.